Event description:
Synovitis [synovitis]. Case description: spontaneous report received on 18-nov-2008, from a physician regarding a female patient who had a relevant medical history of osteoarthritis (oa). The patient received 3 injections of synvisc 1 week apart in a an unknown joint, with the first and last injections received in 2008, respectively. According to the treating physician, the day after the patient's third injection the next day, the patient experienced pain (not specified). Four days after the third injection, the patient had "intense pain", as well as "blocked and functional disability". Nuclear magnetic resonance and tomography were performed with "unspecified results". The reported diagnosis was "synovitis associated with medication (synvisc)" and the symptoms were treated with betamethasone injectable im (intramuscular), pregabalin (75 mg, q12 h), and physiotherapy. As of the date of the report, the patient was taking pregabalin (75 mg), paracetamol (500 mg), and caffeine (65 mg) tablets. The physician assessed the relationship between synovitis and synvisc as possible. As of the date of receipt of this report, the patient outcome was recovered without sequelae the same day.